Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast reconstruction with a 250cc mentor memorygel breast implant experienced spontaneous left sided rupture post procedure. The rupture was diagnosed through computed tomography. As a result, removal without replacement was performed on (B)(6) 2020.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number (B)(6), and no non-conformances were identified. During visual evaluation, an anomaly consistent with a crease/fold was seen on the anterior view. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 9, 2020. In addition to the left sided rupture reported initially, several unexplained systemic symptoms were stated. Asthma, cough, shortness of breath, lung infection/inflammation, and immunoglobulin g deficiency were noted. The right sided prosthesis is being reported under: 1645337-2020-08018. Reason for device explant and/or reoperation: generalized illness, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on march 23, 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The lot, catalog, and serial numbers were updated based on the device received. The device was a 400cc mentor memorygel breast implant. Manufacturer's reference number: (B)(4).